Event description:
Customer reported that pump battery depleted quickly, and intake could not be completed during the call. There was no reported impact to the customer¿s blood glucose level. Customer was advised to call back to complete malfunction reset and fully address battery depletion concerns. No additional information was received regarding the outcome of the event.